Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. No blank display noted. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, faded serial number label, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump had a blank display. The customer¿s blood glucose was 75 mg/dl at the time of incident. It was reported that the insulin pump will not turn back on after it has been exposed to pool water. It was also reported that there was crack on the insulin pump battery compartment area. The insulin pump is being replaced and is expected to return for analysis.